Event description:
It was reported that the handpiece has a loose acoustic mount, causing instrument errors and squealing. The caller did not have details about procedure type, but stated a second handpiece was used to complete case. No pt consequence reported.